Manufacturer narrative:
(B)(4) (injector damaged lens) - the product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found one haptic bent. There was evidence of clear surgical residue. Evaluation conclusion: based on the complaint history and the evaluation of the returned product, possible root causes for lens damage include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens damage, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery systems issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 14.0 diopter aq2010v silicone three piece lens and the lens was damaged. The lens was removed with no pt injury, no enlarged incision or sutures. The backup lens was implanted. The reporter indicated the lens was damaged by the injector.